Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient experienced loss of stimulation due to the patients ipg being nonfunctional and was difficult to be charged. It was noted that the ipg was sitting on a cyst which caused discomfort and difficulty to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was discarded.